Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 314.115, lot# 4831378. Manufacturing location: (B)(4), release to warehouse date: aug 19, 2004. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two stardrive screwdriver handles were found broken and cracked during sterile processing. The first handle broke in half and the second handle cracked but is still intact. The date of the event is unknown. There was no reported patient involvement. Upon the receipt of the device at manufacturer, it was noted that both screwdrivers had their handles broken in half. This report is for one (1) stardrive screwdriver t15. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was performed on the returned devices. Two 314.115 t15 stardrive screwdriver with lot numbers 4846952 and 4831378 were returned and reported to have broken and cracked. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. The 314.115 t15 stardrive screwdriver is an instrument routinely used in the small fragment locking compression plate (lcp) system per relevant technique guide. The devices were returned and reported to be broken and cracked. This condition is confirmed; both devices have a transverse fracture across the phenolic handle where the dowel pin is located. Both devices are broken in this manner and only one broken off phenolic handle half was returned. It is likely that over twelve years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition; however, this complaint is not likely a result of any design or manufacturing related deficiency. Lot 4846952 was manufactured in 9/2004 and is over twelve years old. Lot 4831378 was manufactured in 8/2004 and is over twelve years old. The balance of the returned devices is in fairly worn condition consistent with their age. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.